Event description:
It was reported that the user experienced recurrent low glucose events while using the ilet, with approximately 16 lows in a month and frequent drops during routine physical activities such as grocery shopping, despite attempts to adjust cgm targets with guidance and to modify weight settings; the user noted they must eat or pause insulin between late afternoon and early evening to avoid lows and requested a factory reset, which was completed with agent assistance. Symptoms included hypoglycemia. Outcomes included the need for troubleshooting and additional training. Investigation included customer service review, guided device troubleshooting, and a factory reset. Investigation of this case revealed no confirmed device malfunction; the pattern suggested hypoglycemia of unclear cause despite user adjustments and prior feature resets. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.